Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and the customer reported an open book image error. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and the customer response was the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit powered up with open book image. Unit was successfully downloaded using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call date. During download review (long trace file) three consecutive pump error 63 critical handling alarms were noted on (B)(6) 2024 at 12:07:57 am through 12:08:01 am. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies during visual inspection. Per software engineering log, it was determined that pump error 63 was generated due to arm watchdog failure with variable (12) due to possible hardware error (file #= (B)(4) line #= (B)(4)). Unit also received with serial number label missing, pillowing keypad overlay, and scratched case. In summary, critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.